Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead it was not possible to extend the helix and the pacing thresholds appeared high. The physician untightened the helix and change the lead position and after finding a better position the helix was attempted to be extended again but the helix did not extend. A new lead was used to complete the procedure. This rv lead will not be returned. No adverse patient effects were reported.